Event description:
Complainant alleged that during a routine shift check, device would not power up using either a/c or battery. Biomed was able to duplicate the malfunction, and after removing battery while the device powered up. The described malfunction occurs intermittently. There was no pt involvement during reported malfunction.